Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro btt short port would not let co2 in the valve. An accessory kit was opened to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Method: the product is not available for evaluation. Internal file number - (B)(4).